Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. The complainant reported suction issues during impella support. The cause for the issue was found to be a fibrin clot within the motor. Repositioning and fluid manipulation were attempted to troubleshoot the issue, but suction remained. As a result, the decision was made to remove the pump. There was no reported harm to the patient.

Manufacturer narrative:
The investigation for the reported issue has been completed. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. However, clinical details provided were sufficient to determine a root cause. Root cause of the low pump flow most likely biomaterial as the clinical data stated clot observed close to the outlet area. Data log reviewed and showed many suction alarms and motor current spikes occurred. This report is being filed as part of a retrospective review of historical records.